Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("device was adherent to cervical wall and coils were still up at left tubal ostia"), device expulsion ("outer coil on left side migrated down into cervix") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On (B)(6) 2016, 4 years and 86 days after starting essure, the patient experienced device breakage ("hcp trimmed coils up to left tubal ostia but some left in patient, a lot of coil was removed but not entirely") and complication of device removal ("hcp trimmed coils up to left tubal ostia but some left in patient, a lot of coil was removed but not entirely"). On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required), device expulsion (serious criteria medically significant and clinically significant/intervention required) and genital haemorrhage (serious criterion medically significant). The patient was treated with surgery (coil mostly removed by hysteroscopy on (B)(6) 2016) and surgery (coil mostly removed by hysteroscopy on (B)(6) 2016). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for uterine perforation, device expulsion, genital haemorrhage, device breakage and complication of device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): in 2016: ultrasound scan result was essure suggested being down in uterus to cervix. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced abnormal bleeding (seen as genital bleeding). It was reported that device was adherent to cervical wall and coils were still up at left tubal ostia (seen as uterine perforation) and outer coil on left side migrated down into cervix (seen as partial expulsion of device). Coil mostly removed by hysteroscopy. Hcp trimmed coils up to left tubal ostia but some left in patient, a lot of coil was removed but not entirely (seen as device breakage). All these events are anticipated according to the reference safety information for essure. No alternative explanation was provided for genital bleeding. The exact date and mechanism of uterine perforation and partial expulsion of device were not known. About 4 years and 86 days after starting essure, device breakage occurred. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality-safety evaluation of ptc. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced abnormal bleeding (seen as genital bleeding). It was reported that device was adherent to cervical wall and coils were still up at left tubal ostia (seen as uterine perforation) and outer coil on left side migrated down into cervix (seen as partial expulsion of device). Coil mostly removed by hysteroscopy. Hcp trimmed coils up to left tubal ostia but some left in patient, a lot of coil was removed but not entirely (seen as device breakage). All these events are anticipated according to the reference safety information for essure. No alternative explanation was provided for genital bleeding. The exact date and mechanism of uterine perforation and partial expulsion of device were not known. About 4 years and 86 days after starting essure, device breakage occurred. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
The reporter commented: no abnormal finding prior insertion was reported. The essure insertion and the visualization of tubal os were easy. The fluid loss during hysteroscopy was not more than 1500cc and the insertion procedure did not take more than 20 min. It was reported: no complaints immediately after insertion. No perforation and no breakage occurred. Reporter denied any deviation from the insertion procedure. According to reporter, the essure was not removed, because was not medically necessary to remove essure and patient did not request essure removal. The broken pieces were retrieved from uterus. No patient's injury was observed. The patient recovered from her the breakage or any associated condition. The essure device was not available. Most recent follow-up information incorporated above includes: on 9-mar-2017: essure device breakage and uterine/tubal perforation with essure questionnaires were received. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced abnormal bleeding (seen as genital bleeding). It was reported that device was adherent to cervical wall and coils were still up at left tubal ostia (seen as uterine perforation) and outer coil on left side migrated down into cervix (seen as partial expulsion of device). Coil mostly removed by hysteroscopy. Hcp trimmed coils up to left tubal ostia but some left in patient, a lot of coil was removed but not entirely (seen as device breakage). All these events are anticipated according to the reference safety information for essure. No alternative explanation was provided for genital bleeding. The exact date and mechanism of uterine perforation and partial expulsion of device were not known. About 4 years and 86 days after starting essure, device breakage occurred. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected.